Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the previously capped right atrial (ra) lead had fractured. No patient complications have been reported as a result of this event.